Event description:
Customer stated they received a blood glucose result of 98 mg/dl and did not take their insulin and did not eat. Their neighbors called the police because they had not see pt. Pt was found passed out. Paramedics performed a blood glucose test, result is unk. The customer was taken to the hospital and was admitted. No controls in use. A request was made for the return of the suspect device and replacement product was sent.